Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. High and undefined impedance was also reported. The ra lead was capped and remains in the patient. A new ra lead was implanted. No patient complications have been reported as a result of this event.